Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted that the impedance spiked to 4047 ohms from a normal range of 437 ohms. Lv lead pacing impedance has was stable at approximately 440 ohms and then spiked to greater than 4000 ohms on (B)(6) 2014 and has remained out of range since. Concomitant product: 4592 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the rv lead exhibited a possible fracture, and the left ventricular (lv) lead exhibited high impedances, a failure to capture, and a possible fracture as well. The lv lead was reprogrammed, and the rv lead will be explanted and replaced. No patient complications have been reported as a result of this event.